Event description:
The following was reported to hamiton medical ag: external controls not responding. Hardkeys not working no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) _____________________________________________________________________________ additional information added in follow-up #1 cer 136106. Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during ventilation. Never the less, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective control board. After replacing the control board and calibration of the ventilator, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the control board could result in inadequate ventilation support.

Event description:
The following was reported to hamiton medical ag: external controls not responding. Hardkeys not working no patient involvement.